Manufacturer narrative:
(B)(4).

Event description:
The patient developed a urinary tract infection and experienced bladder pain. She also experienced a loss of therapeutic effect. The entire system was explained. The patient was implanted with a new device and was okay. A follow-up report will be sent if additional information becomes available.